Manufacturer narrative:
Batch review performed on 11 october 2022. Lot 2117753: (B)(4) items manufactured and released on 25-mar-2022. Expiration date: 2027-mar-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in reporting pain due to a periprosthetic fracture and the cause is unknown. About 1 month and a half after the primary surgery, the surgeon revised the stem and head and the surgery was completed successfully.